Event description:
An adverse reaction occurred after initiation of dialysis treatment. Pt complained of not feeling well including nausea. Pt was given normal saline however symptoms did not change. Pt then given benadryl 25mg and solu-medrol 125mg by IV for symptoms. Treatment continued and completed with no further problems reported. No serious injury or blood loss reported as a result of this incident. This event involved one pt.